Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing an overly strong heartbeat. It was reported that the patient had an implantable pulse generator (ipg) adjustment performed, which improved the symptom, but the symptom had returned. The ipg remains in use. No further patient complications have been reported as a result of this event.